Event description:
It was reported that "the screws plunged through the locking rings in the middle level of the plate. The plate was an approximate c6 level. Variable self drilling screws were used."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method: result, and conclusion codes will be made available following engineering eval.